Event description:
It was reported that the customer's insulin pump alarmed no delivery repeatedly. Troubleshooting was performed, and the device could not pass the displacement and self tests. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.